Event description:
Tubing set blew up on sterile field during the procedure, blowing a hole in the magnetic pad. This did not penetrate the drape or harm the pt. The scrub test fired on the field 3 or 4 times, as a test, and set it on the field awaiting use, this is when the tubing exploded. No pt injury or prolonging of surgery.

Manufacturer narrative:
Preliminary report from MFR evaluation is that, it was not possible to reproduce the failure. Investigation is on-going.